Manufacturer narrative:
A medtronic inspected the imaging system onsite and confirmed the issue. No power was coming into the mobile view station (mvs) board from the ups outputs. A new communication cable was ordered. The representative returned to the site on a later date and replaced the cable from the mvs board to the ups. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure the mobile view station (mvs) on the imaging system did not have power coming in from the uninterruptible power supply (ups) outputs on the front panel. The site unplugged and replugged the communication cable in. The issue resolved. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: UDI and manufacture date provided in appropriate field.